Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube.

Event description:
It was stated that the customer passed away and was wearing the insulin pump at the time of death. The cause of death is unk. It was stated that the customer had been on dialysis prior to passing away. The customer's daughter agreed to return the insulin pump for analysis.